Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The air in line alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be an out of calibration air in line sensor. To correct the condition, the air in line sensor was calibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an air in line alarm. It was not specified when in the process this occurred. However, there was no patient involvement associated with this event. No additional information is available.